Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 541 mg/dl and 451 mg/dl. The customer using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature active at the time of event. Customer alleges pump was under delivering due to insulin did not come out during a bolus. The insulin pump and reservoir will not be returned for analysis.